Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection of covid-19, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in mandibular ridge (chin) with 3 syringes of juvéderm® volux¿. Patient was concomitantly taking metoprolol. On the same day, patient had ultherapy in cheeks and jowls, and radiesse® in cheeks. 25 days later, patient presented sars cov 2 infection, deemed not device related. 8 days later, patient reported inflammation, edema, and pain on the face, predominating in the lower third of progressive character, was reported. Patient is treated with traumel, oral and cream. Patient is being operated due to suspicious of cellulitis and they also had a single dose of duo-decadron®. Event is ongoing.